Event description:
The customer reported, that they were using the auto-go-to function to set up clinac positions for treatment, when a loud sound was heard. The customer noticed that all motions were continuing except for gantry movement. The customer then called the varian service representative. Upon inspecting the clinac, the service representative discovered that the gantry chain had separated at the master link with the gantry at approximately 270 degrees. There was a pt on the treatment table, but there were no injuries as a result of this event. There was no treat of a collision, as the gantry did not move after the chain break.

Manufacturer narrative:
Method - actual device in incident was evaluated by a varian engineer. Visual examination was made. Results: incorrect technique/procedure was used when installing the master link on the gantry drive chain. Conclusion: device maintenance contributed to the event. The device has been repaired and returned. The gantry chain master link and the gantry chain have been returned for investigation by varian medical systems. There was no damage to the securing part of the master link (link plate and spring clip). It has been determined that the root cause of the gantry chain "breaking" is the master link clip not being engaged all the way when installed. To alleviate this problem, varian medical systems is changing the assembly procedures to clarify the proper assembly and inspection of this link.